Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00412 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to, including, but not limited to tilt, filter embedded in wall of the inferior vena cava (ivc), and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is suffering from subsequent deep vein thrombosis (dvt), pain, emotional distress, anxiety and mental anguish. According to the medical records, the patient¿s pre-operative diagnosis was dvt. The patient had a history of left lower extremity dvt and presented to be implanted with the filter prior to a surgery. The filter was successfully deployed at the level inferior to the l2. The following additional information per the medical records indicates that after the placement of the initial filter, it was determined that a second filter was necessary due to unsatisfactory placement of the first. The second filter was placed above the first during the initial procedure.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was dvt. The patient had a history of left lower extremity dvt and presented to be implanted with the filter prior to a surgery. The filter was successfully deployed at the level inferior to the l2. The following additional information per the medical records indicates that after the placement of the initial filter, it was determined that a second filter was necessary due to unsatisfactory placement of the first. The second filter was placed above the first during the initial procedure. The filter subsequently malfunctioned and caused injury and damages to, including, but not limited to tilt, filter embedded in wall of the inferior vena cava (ivc), and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient is suffering from subsequent deep vein thrombosis (dvt), pain, emotional distress, anxiety and mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported tilt, embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.